Event description:
A healthcare professional reported overcorrection and lens was explanted in a secondary procedure for a clinical reason of myopia. The lens was replaced with another model lens. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).